Manufacturer narrative:
Should the lead be returned analysis will be conducted and this investigation will be updated.

Event description:
It was reported that during the implant of the device it was noted that this lead was fractured. The lead was not used. The lead was expected to be returned. No adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to correct the implant and explant date.

Event description:
It was reported that during the implant of the device it was noted that this lead was fractured. The lead was not used. The lead was expected to be returned. No adverse patient effects were reported.